Event description:
It was reported that the patient with this pacemaker presented to the hospital due to complaint of palpitations. It was noted the device battery longevity at that time was 1-2 years remaining. A few days later, the patient called the hospital with the same complaint of palpitations and was seen the following day. At that time, the device was unable to be interrogated and was observed to have reverted to safety core. Subsequently, the patient underwent a revision procedure, and the device was explanted and replaced without incident. Of note, the left ventricular (lv) lead (a non-boston scientific product) was also replaced the same day due to phrenic nerve stimulation. Besides intervention, no other adverse patient effects were reported. Device return is expected.

Event description:
It was reported that the patient with this pacemaker presented to the hospital due to complaint of palpitations. It was noted the device battery longevity at that time was 1-2 years remaining. A few days later, the patient called the hospital with the same complaint of palpitations and was seen the following day. At that time, the device was unable to be interrogated and was observed to have reverted to safety core. Subsequently, the patient underwent a revision procedure, and the device was explanted and replaced without incident. Of note, the left ventricular (lv) lead (a non-boston scientific product) was also replaced the same day due to phrenic nerve stimulation. Besides intervention, no other adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.